Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use of a patient. The customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics service technician was able to duplicate the reported problem. The service technician replaced the oxygen valve and oxygen motor controller pcb to correct the problem. Extended self testing (est) and performance verification testing was completed and the unit passed all tests to specifications.